Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured 84mm abdominal aortic aneurysm. It was reported that prior to the index procedure the patient had suffered excessive blood loss due to the rupture and was hypotensive when the index procedure began. After deployment of the main body, contralateral limb and iliac extension an angiogram was performed and a type iiib endoleak was identified. The physician elected to implant an endurant ii aortic cuff and balloon the area. The endoleak reduced but did not fully resolve. It was reported the patient expired on the day of the index procedure due to the pre-procedure blood loss and hypotension. Per the physician the cause of the type iiib endoleak is undetermined.

Manufacturer narrative:
Film evaluation summary: the cause and source of the reported type iiib fabric endoleak occurring at implant could not be determined from the pre-implant films provided. Films during implant were not available for review; therefore, the implant of the stent grafts and reported endoleak could not be assessed. Review of pre-implant CT¿s confirmed that the patient had a 84mm maximum diameter infrarenal aaa which appeared to have ruptured. The proximal neck flow lumen diameter just below the renal arteries measured ~18mm, and 2cm below the renals also measured ~18mm in diameter. The infrarenal neck was severely angulated ~65 deg a-p x 60 deg rt-lt, and no appreciable calcification was seen within the neck or aaa. Other than the severely angulated neck, analysis of the returned films did not reveal any other clear anatomical characteristics that could explain the cause of the endoleak seen during implant. As it was reported that an aortic cuff appeared to have reduced the strength of the endoleak, it is possible that a proximal type I endoleak may have occurred, potentially due to the severely angulated neck. While a type iii fabric endoleak cannot be ruled out, this may also have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.